Event description:
A customer reported erroneous high bhcg (beta human chorionic gonadotropin) results were obtained for one patient sample when tested on the unicel dxi 800 access immunoassay system. The patient sample was tested on two dxi 800 instruments on (B)(6) 2012. This report is generated for patient results obtained from dxi 800, sn(B)(4) on (B)(6) 2012. The results were reported out of the laboratory and were questioned by the physician. On the next day, the specimen was re-spun and re-tested and recovered lower results, within the normal reference range. There was no death or injury to patient or change to treatment attributed or connected with this event. However, the patient left the hospital believing she had a positive pregnancy test to follow-up with the ob/gyn.

Manufacturer narrative:
The sample was collected in a sst tube. The number of inversions at collection time was not supplied. Sample clot time was not supplied. The specimen was initially spun on the power processor. The sample was re-spun in its primary tube, in the stat spin express on (B)(4) 2012. An aliquot of the sample was re-spun in the stat spin express on (B)(4) 2012. The following information was gathered from the customer: system check was performed on (B)(4) 2012 and passed within specifications. Quality control (3 levels) was recovering within 2sd (standard deviations) from the established mean prior to and on the date of the event. A beckman coulter (bec) field service engineer (fse) evaluated the analyzer on (B)(4) 2012. The fse performed a high sensitivity system check, which passed within specifications. Cause of the erroneous test results was not determined. The following mdrs are being reported on this issue: 2122870-2012-00636, 2122870-2012-00637 , 2122870-2012-00638, 2122870-2012-00548.